Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low bipolar impedance. The physician elected to take no action; the patient would continue to be monitored. The patient's condition was stable.